Event description:
The patient underwent implantation of a left subclavian port a few months ago. According to the surgeon's h&p: "recently, there was an issue with a catheter and a fluoroscopic evaluation was performed on it. This showed extravasation of dye from the catheter about a centimeter or so beyond the connection to the port itself. About seven weeks later, the patient underwent removal and replacement of this port. Notes from the operative report: "the incision was opened. There was a little bit of serosanguinous fluid, which was cultured. The port was exposed. The two sutures removed and I pulled the port back about an inch out of the chest and there was an obvious puncture site about a 1.5 cm above where the catheter connected to the port itself. I disconnected the catheter from the port. I put a wire over the catheter and I pulled the catheter out over the wire. I then put the new catheter over the wire and removed the wire positioning." "Post-operative diagnosis: port leak." There were no complications, and the patient was discharged home the same day.